Event description:
The micro drill was sent for eval because, it was running on safe mode during a procedure. A readily available spare device was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.